Event description:
The customer called to report that he was hospitalized due to high blood glucose levels, with a reading of 498 mg/dl. The customer stated that his high blood glucose levels were caused by no delivery alarms. The customer also experienced vomiting and nausea. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.